Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had a needle that failed to retract after flashback. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: DHR review; was conducted for this lot, which disclosed the following: lot 8103972; was built and packaged on nfa line 2 from 17apr2018 thru 25apr2018 for the quantity of 470,410ea. There were five tds associated with this lot; td 2018-12, td 2018-16, td 2018-20, td 2018-21 and td 2018-22, all of which were not associated with the defect as noted in the pir all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn¿s that was initiated during the build of this lot and no related qns were initiated; that impact the quality of the product in relation to the reported defect. Sample: received one used 22g bd nexiva closed IV catheter system-dual port within an opened package from lot 8103972. There was no damage to the opened package that would contribute to the alleged defect. All components were present an intact with the unit. There were traces of thick dried media present throughout the unit. Photos: four photos were provided for evaluation of this incident; of which all four reveal to have similarities to that of the retuned unit. Visual (method-n/a): confirmation of the defect of needle difficult disengagement, was conclusive based on the observation of the unit and photos provided for this incident. Photos: confirmed that photos revealed there was visible traces of cured adhesive at the winged adapter and tip shield. Unit: confirmed the unit had cured adhesive in the areas of the grip, tip shield and winged adapter; the cured adhesive in these areas resulted from manufacturing and hindered the unit from disengaging. No other anomalies or damage was observed. Functional (needle disengagement (method-n/a): grip the finger grip between the thumb and index finger while holding the unit by the winged adapter with the other hand and attempted to disengage the needle assembly from the catheter. The needle assembly would not disengage therefore the needle disengagement failed. Manufacturing: cured adhesive at the grip, tip shield and winged adapter hindered the unit from disengaging and was physical evidence confirming that the failure was manufacturing related cured adhesive drip on tip shield and grip can occur at zone 6 of the process.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had a needle that failed to retract after flashback. There was no report of exposure, serious injury or medical intervention.